Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that universal surgical manipulator (usm) 1 had been disabled during a case, with multiple errors observed prior to a hard reboot. The staff completed the case with arm 1 off and sought assistance to restore full functionality for upcoming procedures. Initial troubleshooting involved performing a hard reboot, after which the system powered on without errors. Error logs had shown sensor latency and brushless motor controller issues for arm 1. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 319 was found indicating a communication fault on the usm rolling loop cable, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 319 error was triggered, indicating fault on the rolling loop cable, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) / surgeon side console fixture test platform (sftp) where fiber test was found to be failing on the rolling loop. Once the testing was completed, the rolling loop cable was aba tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to a sensor error on the carriage of the usm1, specifically on axis 6.